Manufacturer narrative:
The patient was born on an unspecified date in 1960. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis which were discontinued 21 days after event onset. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.